Event description:
It was reported that the patients ipg has move slightly to the midline. The patient underwent a revision procedure wherein the ipg was relocated and replaced with an MRI compatible ipg. The patient was doing well post-operatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.